Manufacturer narrative:
The sodium electrode lot number is ehg80. The expiration date was not provided. The calibration and qc recovery data provided was acceptable. The field service engineer (fse) found that a screw was missing from a vacuum nozzle solenoid causing a fluid leak into the mixing vessel. The fse replaced the missing screw, checked the nozzle position and alignments, and performed ise checks and a precision test successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for multiple patient sample on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient lithium heparin plasma sample tested. The initial sodium result was 157 mmol/l. The customer questioned the high result which prompted them to repeat the sample. The sample was repeated the next day on another cobas 8000 module and the result was 149 mmol/l. The repeat result was deemed correct.